Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd microlance¿ needle there was an issue with needle separates during use.

Manufacturer narrative:
Investigation summary: DHR review of our production and inspection records established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Needles were packed in machine 2101 (march 14-17th, 2018) during which 65 visual inspections were carried out with 1 rejection reached (#10649, empty unit pack) which would not be related with the reported issue. Needles were assembled in machine nº4412 and comes from two batches. Batch 8064836: (march 13-20th,, 2018) during which 244 visual inspections of 25 units each were performed with zero defects noted. Batch 7303523: (november 5-15th, 2017) during which 397 visual inspections of 25 units each were performed with zero defects noted. The affected needle is not available for evaluation so it is not possible to do an accurate investigation of the reported issue. Based on above information (bd does not know type of syringe used) and review of DHR reveal no abnormalities and in compliance with specification, the issue may be caused by a defective luer dimensions or any damage in the syringe, but it may be also related with some insufficient adjustment between devices by the user. Since complaint is not possible to confirm because no sample or picture has been provided and review of DHR reveal no abnormalities and in compliance with specification, it was determine that no corrective actions are required at this time.

Event description:
It was reported with the use of the bd microlance¿ needle there was an issue with needle separates during use.